Manufacturer narrative:
Lot #: suspected lots h20k06035 and h21f09052. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transfer set disconnected from the titanium adapter. This occurred during use of devices for peritoneal dialysis therapy. There was no allegation against the titanium adapter. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted for suspected lots h20k06035 and h21f09052 and there were no deviations found related to this reported condition during the manufacture of these lots. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.